Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's remote monitoring system identified this implantable device was operating in safety mode. The patient stated he was instructed to go to the hospital and safety mode operation was confirmed. A boston scientific technical services consultant communicated the clinical observation to the patient's physician. Device explant should be performed as the device is operating in limited capacity. The replacement procedure was not performed due to the patient being ill. The procedure will be rescheduled in the coming weeks. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's remote monitoring system identified this implantable device was operating in safety mode. The patient stated he was instructed to go to the hospital and safety mode operation was confirmed. A boston scientific technical services consultant communicated the clinical observation to the patient's physician. Device explant should be performed as the device is operating in limited capacity. The replacement procedure was not performed due to the patient being ill. The procedure will be rescheduled in the coming weeks. No adverse patient effects were reported.

Event description:
It was reported that this patient's remote monitoring system identified this implantable device was operating in safety mode. The patient stated he was instructed to go to the hospital and safety mode operation was confirmed. A boston scientific technical services consultant communicated the clinical observation to the patient's physician. Device explant should be performed as the device is operating in limited capacity. The replacement procedure was not performed due to the patient being ill. The procedure will be rescheduled in the coming weeks. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.